Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has been alarming power error detected after frequents battery low alerts during the last month. The customer had already removed the battery for 10 minutes and inserted new batteries but the alarm would recur. Blood glucose value was 159 mg/dl. The customer requested the insulin pump to be replaced. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with high sleep current due to corroded electronic assemblies. The power management tool confirmed power error and low battery alarms were triggered due to corroded electronic assemblies. Device received with cracked case corner of the belt clip rails near the battery compartment, serial number label fading and minor scratches on lcd window.